Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 410 mg/dl. Customer also had blood glucose level of 132, 357, 151, 352 and over 350 mg/dl. The customer treated with the insulin pen. The customer did experience the symptoms such as thirsty. The customer did not wish to continue troubleshoot for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose the insulin pump will not be returned for analysis.